Event description:
This robotic xi instrument cadiere was tagged stating "hard to articulate". No patient harm documented. On (B)(6) lives remain on the instrument. I will return it to intuitive for a reimbursement for the remaining lives. FDA safety report ID # (B)(4).